Event description:
Customer states that the insulin pump gave an auto off alert. The customer's blood glucose reading was 180 mg/dl. The customer was hospitalized. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.